Manufacturer narrative:
H.6 investigation summary: bd did not receive samples or photographs from the customer for investigation of underfill. Therefore, 20 retained samples from bd inventory were draw-tested with water, and all 20 tubes drew within specification. The device history records were reviewed with no issues identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.109m plus blood collection tubes are being underfilled. There was no health impact or consequences reported.